Event description:
Consumer called upset with some very erratic readings they are receiving on their plink. Analysis run on clark error grid using mean average reading (177) as ref point vs. Bd readings (290, 63) yielded data points in the c range of the grid, outside acceptable limits.